Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the ultrasound failed, the IV pole got stuck and a system message was displayed. There was no patient harm reported. Additional information is not expected.

Manufacturer narrative:
The system was examined and the reported event was replicated. The IV pole sensor printed circuit board (pcb) and the cable were replaced to resolve the issue. However, because multiple parts were replaced, it is unknown which part contributed to the reported event (if any). Therefore, the root cause cannot be determined conclusively. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 11, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).